Manufacturer narrative:
Conclusion code description- conclusion: placed out of service. Part on order.

Event description:
It was reported via repair work order that the side rail could not remain latched due to damaged latching spindle bracket weld. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
The issue was resolved for the customer by replacing the litter top

Event description:
It was reported via repair work order that the side rail could not remain latched due to damaged latching spindle bracket weld. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.